Event description:
Info received indicates the pendant cable pulled away from the pendant body which exposed bare wiring.

Manufacturer narrative:
A new pendant was sent to the facility to repair the bed.